Event description:
Event description cpi received information that this transvenous defibrillation lead model 144 exhibited noise and oversensing which resulted in inappropriate therapy. A chest x-ray revealed lead dislodgement. During the revision procedure, the insulation was nicked and the physician elected to replace the lead.